Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. At 03:15 am on (B)(6) 2018, the patient was hospitalized due to ileus. The patient was operated during the same night. On (B)(6) 2018 nurse reported that patient was in the intensive care unit under treatment with a mask, and he slowly awakened.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. On an unknown date, the patient experienced pneumonia. On (B)(6) 2018, patient died in the hospital due to pneumonia and ileus.